Event description:
The pt complained of pain after sustaining a fall in 10/95. On 7/17/96, x-rays revealed an avulsion under the patellar component. Revision surgery revealed breakage of the polyethylene patella peg.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with intra-operative cement procedure and the patient's fall on her knee.